Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. After clip deployment, an attempt was made to remove the starclose se device from the pt anatomy; however, was unsuccessful. In accordance with the instructions for use a dilator was inserted into the access ports and the device was removed successfully. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.